Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic right hemicolectomy of a malignant colon cancer, after a few minutes of use of the device, the nurse noticed that the teflon pad (tissue pad) of the device was no longer intact. There was no piece of the teflon pad broken off. The device was immediately replaced with a new one, and the procedure completed without any delay. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Additional information has been received, from the customer. This supplemental report is being submitted, to provide this information.

Event description:
Addendum (B)(6) 2022: the issue occurred, at the beginning of the procedure, while the doctor was performing the coagulation. The device had been inspected before use, nothing abnormal was found. Transducer was not bundled with other cables.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the distal end of the tissue pad was found to be worn away. In addition, the coating was found to be peeling off of the probe. However, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The intensively worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error and the contact marks on the non-insulated area of the grasping section and the probe. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor the performance of this device.